Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.

Event description:
Material#: 515200 batch#: 2108207. It was reported by customer that customer called in to report that the nurses are having trouble with the c35 not pushing anything out, product is clogged. Nursing staff stated they were unable to push the drug azacidine through the phaseal and luer lock connector. The nurses began removing the c35 connector and adding the needle to the phaseal which allowed them to push it through. Not using the c35 could lead to exposure. I have since reached out to nursing 2 more times and they have not responded. You may close the case. If the issue occurs in the future I will reach out to bd.

Event description:
The following information was requestion: 1.are they completing the infusion with a new device? If yes, are they replacing the connector? Injector? Or both? 2.is there any visible damage or other issue observed on the device that could be contributing to the reported incident? 3.can they provide the injector information they are using along with the connector. Per customer response: nursing staff stated they were unable to push the drug azacidine through the phaseal and luer lock connector. The nurses began removing the c35 connector and adding the needle to the phaseal which allowed them to push it through. Not using the c35 could lead to exposure. I have since reached out to nursing 2 more times and they have not responded. You may close the case. If the issue occurs in the future I will reach out to bd.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for investigation. A device history review was performed for the reported lot 2108207no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were evaluated, no defects or issues observed. Functional testing was performed, liquid could move without issue and no leaks were observed. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.